Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified and 90% stenosed anatomy and/or inadvertent mishandling resulted in the noted multiple device damages (sheath kinked in multiple locations on its entire length); thus during stent deployment resulted in the reported physical resistance/sticking-thumbslide and the reported difficult/delayed activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with heavy calcification and 90% stenosis. The vessel diameter was 4.5 mm and atherectomy was not used. A 5.0 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was used for 2.5 minutes at nominal pressure to prepare the vessel. The 4.5x100 mm supera self expanding stent system (sess) was not advancing with the thumb slide after normal function at the beginning of deployment. The second release lock was opened and closed again and then the sess was able to deploy the stent without any further problems in the intended location. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.